Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be requested as this is a legal case. No additional information is available at this time. Reason for reoperation: itching and pain,¿ ¿increasing tightness across the chest area,¿ ¿hardened,¿ and ¿encapsulated.

Event description:
Patient representative reported left side ¿itching and pain,¿ ¿increasing tightness across the chest area,¿ ¿hardened,¿ and ¿encapsulated." The device has been explanted.